Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 94, 307, & 341 mg/dl when testing was performed 2 minutes apart on the advantage system. Reporter stated he was experiencing hyperglycemic symptoms during the time of the testing. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.